Event description:
The facility reported an infuso.r. Pump with "pusher block jammed". The process step for this event is unknown. However, it is known to have occurred in the "surgery" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an infuso.r. Pump with a 'pusher block jammed' could not be confirmed in service because the pump was not sent in for evaluation. A service history review revealed that this device has not been serviced prior to this event.